Event description:
A report was received that the patient's ipg was explanted because the pocket had opened and the ipg was exposed. The physician removed the ipg but left the lead implanted. The patient was placed on IV and oral antibiotics and was reportedly doing well following the procedure.